Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the distal end of the orange plastic section. Thermal damage was not observed. There was no missing material observed. As a result of the full break, functional testing for motion related issues cannot be performed. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the tube extension. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer wanted to put straight the tip of the 8mm monopolar curved scissors (mcs) instrument and couldn't. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) was not bent at the beginning of the procedure. The surgeon could not straighten the mcs. The mcs tip cover accessory slid off/moved as a result of the failure. There were no signs of arcing, sparking or thermal damage as a result of the failure. No material detached/brake off from the portion of the device that enters the patient. The mcs instrument was removed together with the cannula. The port incision was not increased, and no additional port was opened as a result.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mcs tip-cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: "the mcs distal end is at an unusual angle, and the tip cover has moved distally. The tube extension may be broken, but since the tip cover is installed, it's difficult to confirm this. Instrument would need to be returned to confirm the damage." Additionally, the proximal clevis is potentially dislodged from its normal position on the tube extension, as a result, the tip cover accessory likely shifted down during the procedure. Root cause of the failure mode cannot be confirmed without the returned device.